Manufacturer narrative:
(B)(4). No samples were returned for evaluation in connection with this incident. There were no other reports of this nature against this lot number.. Without the actual sample, a thorough investigation could not be performed at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: leakage of lactated ringers occurred. No patient injury. Limited information provided.